Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a single lumen catheter that appeared typical but used. Adhesive residue was observed on the catheter body from 1 cm to the base of the juncture hub. Microscopic examination revealed two puncture marks at 3 mm and 8 mm below the hub, and on both sides of the 20 cm mark. The catheter was connected to a 10 ml syringe and aspirated with water. Leakage was observed from several spots on the catheter body below the hub. As a result, an additional puncture was found on the unmarked side of the catheter at 6-7 mm below the hub. A review of manufacturing records did not yield any relevant findings. The provided instructions caution not to suture directly to the outside diameter of the catheter and not to use scissors to remove dressing. Based on the time of discovery and the damage observed, operational context caused or contributed to this complaint. No further action will be taken.

Event description:
It was reported that at 12:00 on (B)(6) in the operating room, the catheter was placed in the patient's internal jugular vein. In the patient's room (B)(6) at 1:00, medical solution was found leaking from around the junction hub. As a result of the leak, the catheter was removed at around 3:00 and a new catheter, 14cm in length, was placed and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.